Manufacturer narrative:
This report is being supplemented to provide additional information received based on device evaluation, and additional information based on the legal manufacturer's final investigation. During evaluation, it was observed, during evaluation, it was observed, visual inspection found no issues, the maj-2110 connecting tube metal connector was connected to air/water and suction cylinder ports of the endoscope, then ran a cycle and observed the customer's connecting tube stayed in place through the entire cycle with no signs of the plastic connector of the connecting tube popping out from the designated a1 port. It was noted, both right/left grey levers and metal clips were intact on the (blue) plastic connector. There were no signs of external damage noted with both levers and metal clips. The movements on the grey levers were also checked and no signs of looseness with the levers when pressed multiple times. In addition, scratches were noted on the blue plastic connector of the connecting tube, scratches and stains were noted on the tube outside and scratches on the metal connector. A review of the DHR could not be performed since the manufacturing date was unknown. Based on the results of the investigation, it is likely that the tube was not pushed enough (until it clicked) during connection or foreign material, or the like got caught between the connecting part, which made the tube easily disconnected. As a result, the tube was unable to be connected. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported to the olympus technical assistance center (tac), during reprocessing, two connecting tube clips were coming apart and error e024 was displayed on the reprocessor due to the connectors popping off. There was no harm or user injury reported due to the event. This report is for one of the connecting tubes. Patient identifier (B)(6) captures the complaint on the second connecting tube.